Event description:
N/a

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions, component codes),h11. Additional contact no (B)(6). A getinge field service engineer evaluated the unit for the reported malfunction. Inspection confirmed that the helium seal was damaged. The issue was resolved by replacing the helium tank washer. All functional and safety tests were performed and confirmed to meet factory specifications.

Manufacturer narrative:
Due to character limitation e1(event site address): (B)(6). Due to character limitation e1(event site phone): (B)(4). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine inspection the cs100 intra-aortic balloon pump (iabp) had no helium pressure. There was no patient involvement.